Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that they placed a triple lumen PICC in an ICU patient. They went to flush and the red lumen after removing the stylet and the catheter leaked saline from where the catheter joined the hub. Only the red lumen leaked, not the other 2 lumens. It was at the end of the PICC insertion when the leak was observed. Another catheter was brought into the room and the PICC was exchanged out for a new one over a wire. No adverse effects to the patient as the defect caught during insertion. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one used 5fr tl powerpicc catheter. The catheter was leak tested by flushing each lumen with water using a 12ml luer lok syringe. During testing, a leak was observed between the 0 cm depth marker and the nose of the molded joint when flushing the red lumen. Microscopic inspection of the leak site found that a longitudinally aligned tear was present. Inspection of the fracture found that that the edges were jagged and non-uniform, and the surface was granular. The fracture features indicated that tensile stress, shear stress, or a combination of the two had contributed to the observed damage. However, the observed fracture features did not provide enough evidence to conclusively determine a root cause. Therefore, the root cause remains unknown.

Event description:
It was reported by customer that they placed a triple lumen PICC in an ICU patient. They went to flush and the red lumen after removing the stylet and the catheter leaked saline from where the catheter joined the hub. Only the red lumen leaked, not the other 2 lumens. It was at the end of the PICC insertion when the leak was observed. Another catheter was brought into the room and the PICC was exchanged out for a new one over a wire. No adverse effects to the patient as the defect caught during insertion. No other information provided, at this time.